Event description:
Received information stating customer experienced an undefined malfunction and the pump screen could not be turned on. Reportedly, the customer's blood glucose level was impacted.

Manufacturer narrative:
The device has been received for evaluation; however, the evaluation is not complete. A follow up report will be submitted.